Manufacturer narrative:
Since there is no product available for eval the investigation of this complaint is limited. Labeling review did not reveal any errors, omissions, or other abnormalities. This case was reviewed by a consulting physician and his findings were as follows: "I have reviewed the info that you e-mailed to me. In my opinion, this event was not related to the placement of surgiwrap in the pelvis. The radiological findings of rim enhanced fluid collection in the pelvis up to 7 cm from (B)(6) 2009, the day of readmission (3 days post-operatively), are consistent with post op findings after a laparoscopic (robotic assisted) hysterectomy given that the cavity is insufflated during the procedure and then washed prior to closure. It is not uncommon to see a small air/fluid collection in the post-operative period. The extrusion of surgiwrap though the vagina is related to coitus after only two weeks of a total laparoscopic hysterectomy. In my practice, the pts are instructed to abstain from intercourse for eight weeks from the time of a total laparoscopic hysterectomy. It is well documented that the vaginal cuff takes longer to heal after a laparoscopic hysterectomy. Early coitus leads to mechanical disruption of the vaginal cuff, and extrusion of the product thereafter. In conclusion, it is my opinion that this event is not related to the placement of surgiwrap."

Event description:
According to pt medical records rec'd on april 30, 2010, the pt had a piece of surgiwrap placed during a robotic assisted hysterectomy and left salpingo-oophorectomy on (B)(6) 2009. On (B)(6) 2009, the pt was re-admitted to the hosp for nausea and vomiting, weakness, tender abdomen, and dehydration. A CT scan of the pelvis revealed a stable rim-enhanced, gas-containing 7 cm abscess in the pelvis which probably extended to the vagina. On (B)(6), the pt was diagnosed with pelvic fluid collection and the fluid was aspirated by a pelvic drain. Per medwatch report# (B)(4) the risk mgr stated that "surgiwrap is now gritty and fibrous and has started breaking off and coming out through her vagina."